Event description:
It was reported that the patient heard her device tone. A carelink was sent and a power on reset (por) was noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was one por (power on reset) critical ram parity error, addr=0e33, data=10 on (B)(4) 2012 16:40:04. And there was one patient alert for device circuit error on (B)(4) 2012 16:40:04.